Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient suffered a fall a couple of months ago and thereby leading to ineffective coverage of therapy. Diagnostics indicated that high impedances were observed. As a result, surgical intervention took place wherein the lead was explanted and replaced with a new lead. Reportedly effective therapy was restored.